Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the haptic was kinked. The procedure was completed on the same day and there was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger is advanced slightly over the intra ocular lens (iol). The iol is advanced to mid nozzle, the trailing haptic and rear optic are damaged. The leading haptic is straight. We are unable to determine the root cause for the reported complaint "haptics kinked during inserting lens,". Plunger override was observed. Plunger override may occur: ¿ if the lens has become misaligned in the lens bay during the manufacturing process. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd)s may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).